Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (fse) noted that the customer's v60 had a battery failure, and that the customer observed an error message displaying on the device. It was recommended to confirm the battery failure and to replace the battery. A philips field service engineer (fse) confirmed the reported problem (battery issue). The fse downloaded the drpt report, and it displayed a battery failure error code. It was determined that the device had a battery failure. The fse replaced the battery, and the device was restored to full functionality.